Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon reports that the clips were ejecting from the applier. The clips were also scissoring. The surgeon tried to form the clips on mayo stand, but they continued scissoring. Just a few clips formed upon initial use. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: was cholangiogram done on procedure? Was device fired over a clip, staple, or other hard structure such as cholangiopathy before issue occurred with device?

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.